Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was not working properly. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:during in-house engineering evaluation, it was observed that the attachment device had a cutter device stuck inside. Therefore, the cutter device has been included in this event and added in the concomitant medical products section. Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the attachment device had a cutter device stuck inside. The device was evaluated and it was confirmed that it could not release the cutter device. The device was taken apart and it was determined that excessive soap residue and medical debris on the components caused the failure. It was determined that the root cause of the failure was corrosion, which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to insufficient cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.